Event description:
The manufacturer received information alleging a ventilator's display screen was dim and not readable. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation, a failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue.